Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the host pc. The fse replaced the host pc, reinstalled the software and done the configuration, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. During troubleshooting, fse found a failed hard drive in the host pc as well as the hard drive bay of that same pc. Fse replaced host pc and the hard drive for the host pc and re-installation of some back up files and some manual configurations. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.